Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on (B)(6), the urologist felt some resistance when inserting the foley catheter. On (B)(6), the patient began to leak urine, and upon inspection, the balloon was found to be ruptured.

Event description:
It was reported that on (B)(6) 2025, the urologist felt some resistance when inserting the foley catheter. On (B)(6) 2025, the patient began to leak urine, and upon inspection, the balloon was found to be ruptured.

Manufacturer narrative:
The reported event was confirmed ¿ cause unknown. The reported failure was able to be reproduced. Visual inspection observed irregular burst without missing pieces. Introduced water into the inflation lumen and did not experience any obstructions to impede flow. However, the exact cause on how and when problem occurred could not be determined. A potential root cause could be user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/ thin sac). A review of the device labelling has been conducted for investigation purposed. The DHR review could not be performed without a lot number. Therefore, no additional action required at this time. Corrections: d, e, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.